Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during cataract surgery the ophthalmic handpiece exhibited lack of aspiration, clogging and a milky fluid in eye that was difficult to aspirate. The tip was also slightly clogged affecting the sculpt phase of the surgery. The procedure was completed. The details of the patient impact was not reported. This report pertains to phacoemulsification handpiece involved in this reported event.

Event description:
Additional information was received clarifying that the phacoemulsification handpiece was not flushed properly resulted in having dried balanced salt solution (bss) that obstructed the flow creating occlusion and confirmed that there was no patient harm. This is the first of two products reported. This report is for the ophthalmic phacoemulsification handpiece involved in the reported event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.